Event description:
It was reported patient presented via a merlin.net transmission showing non sustained lead noise due to post paced t-wave oversensing. Device was post-paced t-wave oversensing on ventricular channel. Patient was asymptomatic. Programming changes were recommended. Device remains implanted. No further information provided.

Event description:
New information received notes that oversensing was seen again. Further programming changes were recommended and the clinic reported that the changes would be made. Patient was asymptomatic throughput event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicates that previous programming changes were made and that another instance of post-paced t-wave oversensing was observed through remote transmission. The physician elected to take no further action. The patient was fine afterwards.